Event description:
A malfunction alarm identified as malf 12 was reported. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.